Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
During sps surgery, when the surgeon tried to insert the cortical screw to the patient ankle, the screw head separated from the screw shaft. The broken screw shaft was removed from the bone immediately. After that the surgeon used the tap and inserted screws.